Manufacturer narrative:
Upon reassessment of the reported event it was determined that this device did not contribute to the reported event, which is being reported on 0001825034-2017-10995.

Manufacturer narrative:
(B)(4). Concomitant medical products: 239256, m2a-magnum 12/14 tpr 42-50, 643000. The 157450, m2a-magnum mod hd sz 50 mm, 878630. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10994, 0001825034-2017-10995.

Event description:
It was reported that a bilateral hip patient underwent left total hip arthroplasty and is scheduled for a revision surgery due to pain and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.